Event description:
It was reported by the rep that the surgeon was dividing mesentary with the device during a laparoscopic cholecystectomy, when flat tones were heard. The blade was cleaned, re-torqued, but flat tones persisted. Another device was used to complete the case with no patient consequence.